Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap was unable to tighten onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/06/2015 with the following findings: a review of the black box showed evidence of unexplained pump reboots. The battery compartment was cracked on the side from threads to cover and cracked below the bumper pad. The battery cap was not returned. A new test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test with no power interruptions duplicated during that time. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.